Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Customer required assistance by the paramedics consuming glucose gel to address the bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the date of the low bg; however, the customer did not respond. No additional patient or event information was available.